Manufacturer narrative:
(B)(4). Approximate age of device - 73 days. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the system controller log file was submitted to the manufacturer's technical services department for analysis. Intermittent pump power elevations were captured on (B)(6) 2017. Low flow events were also noted to have begun on (B)(6) 2017 and continued intermittently throughout the log file. No indication of any device issue was found. No additional information was provided until 29jun2017 when it was reported that the patient had undergone a pump exchange on (B)(6) 2017. The information received indicated that the patient had experienced unspecified clinical symptoms that required inotropic support. No further information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. No product was returned for evaluation. The report of low flow alarms were confirmed through the evaluation of the submitted system controller log file; however, a cause for the low flow events could not be determined. The log file dated from 31may2017 through 07jun2017, captured low flow hazard alarms beginning on 01jun2017. An isolated power elevation up to 14.9 watts accompanied by pi event was captured on (B)(6) 2017. No other atypical events were captured in either log file. Despite multiple attempts to obtain additional information from the customer regarding the event, no additional information was provided. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.